Event description:
It was reported that during a low anterior resection procedure, malformed staples were noticed when the device was fired. The anastomosis was completed with sutures. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4): info anticipated, but unavailable at this time.